Event description:
The patient stated, that her infusion device has been alarming 04 (occlusion) since midnight. She stated, that her blood glucose readings were elevated to 452 mg/dl and 468 mg/dl. She stated that she does not have a normal blood glucose range, because she is brittle and has had a hard time controlling her readings. She stated she bolused 8 units, but her readings were still high. She stated she has dry lips, is very thirsty, and does not feel well. The patient was instructed to disconnect from her infusion site and she was able to bolus without error. She stated she changed her infusion site earlier in the evening. She was advised to change her infusion site and she was able to reconnect and bolus 10 units without error. The patient called back and stated that her blood glucose readings were still high. The patient was advised that she may need to seek medical attention. Upon follow up, the patient stated that her blood glucose readings returned to normal without medical attention. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.